Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted explanted date: device was not explanted (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a failed deployment of the involved angio-seal 8fr sts device. The patient came in for a cerebral thrombectomy and after the case the failed deployment of the angio-seal resulted in patient going to the or to get the plastic out of the common femoral artery (cfa). The or staff stated that pieces of plastic were in the common femoral; mixed in with a clot. The blood loss was less than 250cc's. The patient was condition was stable and was reported to still be in the hospital. Additional information was received on 23sep2019. The plastic that was removed from the patient is not known, the physician did not know what the plastic was.